Event description:
Reportedly, on (B)(6) 2020, the patient was watching tv when the ICD detected a vf. The patient was transported to the emergency. The device was checked and episodes of noise oversensing on both channels, similar to external electromagnetic interferences (emi) were observed, leading to inappropriate shock. At 23:40 on the same day, two shocks at 41j were delivered. The patient answered 'no' when questioned about possible interaction with a source of noise. Leads impedance values were within normal range. The vf persistence was changed from 6 to 20 cycles. Preliminary analysis results revealed that the observed noise most probably resulted from electromagnetic interferences (emi) at 60 hz.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, the patient was watching tv when the ICD detected a vf. The patient was transported to the emergency. The device was checked and episodes of noise oversensing on both channels, similar to external electromagnetic interferences (emi) were observed, leading to inappropriate shock. At 23:40 on the same day, two shocks at 41j were delivered. The patient answered 'no' when questioned about possible interaction with a source of noise. Leads impedance values were within normal range. The vf persistence was changed from 6 to 20 cycles. Preliminary analysis results revealed that the observed noise most probably resulted from electromagnetic interferences (emi) at 60 hz and/or myopotentials.